Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 37-38 mg/dl. Customer consumed carbohydrates to address bg level. Subsequently, customer was admitted into the emergency room (ER) and treated with glucose injections by the paramedics. Customer was released from the hospital on the same day with the issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.